Manufacturer narrative:
(B) (4). Lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. A lens work order search was performed and no similar complaints were found within the work order. (B) (4).

Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens, but the lens caught in the cartridge and tore. There was no pt contact. Another same model lens was implanted. The reporter stated the cause of the lens tearing was due to loading.